Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo was received from for review.upon visual inspection of the received image, a needle/suture dispensed with a stratafix suture code could be observed sxpp1a406. Also, the locking tab was missing. As with any device, care must be taken not to damage the thread when handling it. Avoid crushing or bending surgical instruments, such as needle holders and forceps. To seat the locking tab; pull the device through the tissue to gently seat the locking tab against the tissue. The locking tab should sit in the plane of the fabric and be visible. Do not exert additional force on the fixing flange. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected and released to approved specifications. Additional complaint information is tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2022 and barbed suture was used. During the procedure, it was reported that the fixation feature had been detached in the newly dispensed suture when it was opened for surgery. A photo was received from for review. Upon visual inspection of the received image, a needle/suture dispensed with a stratafix suture code could be observed sxpp1a406. Also, the locking tab was missing. No adverse patient consequences were reported. No additional information was provided.